Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. Additionally, a visual and dimensional inspection was performed on unused/sterile units from the same part and lot number. Abnormalities were found. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3 - date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.